Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the flow switch did not work on the bd¿ arterial cannula. The following information was provided by the initial reporter, translated from (B)(6) to english: switch mechanism hangs. The closing mechanism does not lock without problems.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that the flow switch did not work on the bd¿ arterial cannula. The following information was provided by the initial reporter, translated from german to english: switch mechanism hangs. The closing mechanism does not lock without problems.